Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03358. It was reported that the patient was unable to place the system into MRI mode due to high impedances and there is bleeding and discharge at the ipg site. Surgical intervention took place wherein the system was explanted and replaced to address the issue. The same ipg pocket site was used.